Manufacturer narrative:
No product or photographic evidence were provided; thus, the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was not performed as no lot or serial numbers were provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported by the patient that the pump was alarming 'no disposable clamp tubing' and air bubbles were present in the line. The pump was restarted, cassette was tapped on a hard surface and re-attached; the issue resolved. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 6500. H4: correction: device manufacturing date: 26-nov-2012.